Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise. Noise could be reproduced through product testing so the s-ICD was reprogrammed to the alternative vector and remains in service. The patient reported feeling some pain but otherwise there were no adverse patient effects reported.